Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to troubleshoot the issue. The fse replaced the sodium electrode and the electrode printed circuit board (pcd). The system was then returned to full functionality. The failure mode of this event is a hardware malfunction (B)(4).

Event description:
A customer in italy reported their au480 clinical chemistry analyzer generated erroneous sodium patient results. The results were not reported out of the laboratory. There was no report of change in patient treatment. The customer stated that the sodium quality control (qc) results were unstable after the event.